Manufacturer narrative:
Sample analysis: the analysis revealed the delivery pusher fractured. The distal segment of the delivery pusher is not available for eval. The complaint could not be confirmed. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the device felt stiff. The device was withdrawn and in doing so, the coil detached within the microcatheter. The coil was removed and lost on the floor. No injury was reported with the pt as a result of the procedure.